Event description:
It was reported that the patient experienced incontinence about a year after implant of an artificial urinary sphincter (aus). The patient underwent a surgical procedure in which all components were explanted and replaced. The patient is fully recovered.